Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to blood glucose level of 400-500 mg/dl range. Customer¿s bg was treated intravenously with saline and insulin. The customer was discharged on (B)(6) 2024 with no permanent damage. Reportedly, occlusion alarms had occurred and the battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. A new charging cable was sent to the customer. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.